Event description:
(B)(4). My device was provided my by insurer. My device was placed in (B)(6) 2006. Ever since my health has been declining with severe migraines, memory loss "brain fog", joint pain, abdominal pain, irregular periods, heavy bleeding, dry skin, rash, hair falling out, depression, anxiety, bloating, and weight gain.